Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital following multiple hv therapies. Interrogation revealed oversensing, double counting with unusual egm waveforms. The lead was capped and replaced.